Event description:
It was reported the patient no longer had back stimulation. X-rays confirmed the surgical lead had migrated to the right lateral gutter. The desired pain pattern is left back and leg. The patient has fallen on multiple occasions. The next course of action has not been determined at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.